Event description:
Nurse used a bd 10ml syringe luer-lock tip to withdraw a medication. Medication withdrew into the syringe normally and with no issue. When the nurse connected it to the patient's PICC line and pushed, the syringe cracked and the medication sprayed out the side of the syringe.